Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the probable causes for a cracked lid include: an external impact to the lid with a scope when it was closed, and/or aging degradation. Design of the device or manufacturing cannot be confirmed as factors to cause the event. The most probable cause for the reported event is user handling. The instructions for use have the following statement which can detect the event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged."

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. During the service, the customer noted that they were also getting an e05 "basin fluid level is too high" error intermittently during the final rinse. The lid and port valve were replaced. The e05 error continued to appear but was resolved by leaving the device unpowered for some time. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported a crack was found on the endoscope reprocessor on the back near the float switch. The customer reported there was no leaking identified and the crack could be from closing the lid with the scope connector hanging on the side. The customer reported there is no death, injury, or infection due to this event.